Manufacturer narrative:
Method and result segments are being corrected based on new evaluation summary which supplements previously provided evaluation summary (B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, metallosis and osteolysis.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.